Event description:
It was reported that, on second firing of sleeve gastrectomy (initial firing of this particular stapler being returned for review), the stapler with green reload and slr buttress was placed on tissue. When fired, stapler advanced approximately 10mm then stopped and would not complete the firing. Reverse knife switch was employed to return knife home. This same stapler was thoroughly rinsed and reloaded with another green reload without slr buttress. Again, the stapler advanced approximately 10mm and would not compete the firing. The reverse knife switch was employed and this stapler was set aside to be returned. Another stapler was pulled and case was completed without incident. The surgery was not delayed due to the reported event. The procedure was successfully completed. No fragments were generated. No patient harm was reported. No other medical intervention was required.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. B3: event year only reported: 2023. D4 batch #: 590c51 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with an gst60g reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 590c51, and no non-conformances related to the reported complaint condition were identified.